Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the sheath was detached close to the heat shrink. The side car rx tunnel was pushed back out of specification. The uncovered part of the working length presented wastes of contrast media. A functional inspection was performed and found the basket would not open. A dimensional inspection revealed that the side car rx tunnel was pushed back 5.0mm, which is out of specification. No other issues were noted. The reported event was confirmed. Based on all available information, the observed issue of basket failure to open is related to the detachment of the sheath close to the heat shrink. This detachment could be related to user manipulation, some technique applied during procedure, or some extra tension applied on the device. The wastes of contrast media at this section of the device could have contributed to the issue. Once the sheath was detached from the heat shrink, the actuation of the handle would not extend the basket and the manipulation of trying to open the basket resulted in the side car rx push back. Therefore, the most probable root cause for the failure reported and the failures discovered during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the basket failed to open when inserted into the bile duct in an attempt to capture a stone. The device was removed from the patient and was still unable to open outside of the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. The investigation results revealed that the side car rx tunnel was pushed back out of specification; therefore, this is now an MDR reportable event.